Manufacturer narrative:
Customer service referred the customer to her doctor. Medela is filing this report, which is considered a serious injury as it required medical attention.

Event description:
On (B)(6) 2021, the customer alleged to medela llc that while in the hospital between (B)(6) and (B)(6) that she developed hepatitis c after having a c section and using a symphony breast pump.